Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it can be inferred that the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated, leading to wear of the tissue pad. Based on the inspection of the actual product, the peeling of the tissue pad in this case has been determined to be due to tissue pad wear. The event can be detected/prevented by following the instructions for use which state: "drawing number and revision number of IFU: rc2058 10. ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited the tissue pad peeling and worn tissue pad. There was no patient involvement.